Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient attempted to present via remote transmission. The patient's implantable cardioverter defibrillator was unable to connect with the transmitter. The patient was brought in clinic and the radio frequency antenna issue was resolved by reprogramming. Patient was stable throughout event.